Event description:
A customer reported that laser module in an ophthalmic console was not working. Procedure details and patient impact were not reported. Additional information received clarifying that after turning the laser on the system would shut down. Event happened during testing and planned procedure was vitrectomy. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative able to replicate the reported event. The nonconforming base switch was replaced to resolve the issue and was returned for evaluation. The system was tested and found to meet product specifications. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The case switch was received for evaluation. A visual assessment revealed no obvious nonconformities. The sample was inserted into a calibrated system and turned on. The base switch was not recognized by the system and the laser module did not power on. Testing for board failures were performed and components interconnect failures occurred. The root cause of the reported event is attributed to a connection failure between components on the base switch printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).